Manufacturer narrative:
The leads are currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the leads become available for analysis.

Event description:
Boston scientific reported the following: it was reported that oversensing was noted on the ventricular and atrial leads after approx. 104 months of implantation period. The leads were replaced. The were no adverse patient effects. Should additional information be received, this file will be updated.